Event description:
During the replacement of the subject pacemaker, the physician realized that the screwdriver had no metallic contact with the atrial setscrew, as if it was not there. However, the atrial lead was firmly connected to the can. After a lot of effort, the user started to break the header of the pacemaker so that the atrial lead could be released. He then had to cut the distal part of the metallic pin of the lead, so that the lead could be released from the connector port. When placed in a new pacemaker, impedances and sensing were within normal range, however pacing was not possible. Due to the condition of the patient and the pacing indication, the physician preferred to maintain the lead instead of replacing it.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The preliminary analysis of the returned device suggests that the reported disconnection issue was due to a damaged setscrew.

Event description:
During the replacement of the subject pacemaker, the physician realized that the screwdriver had no metallic contact with the atrial setscrew, as if it was not there. However, the atrial lead was firmly connected to the can. After a lot of effort, the user started to break the header of the pacemaker so that the atrial lead could be released. He then had to cut the distal part of the metallic pin of the lead, so that the lead could be released from the connector port. When placed in a new pacemaker, impedances and sensing were within normal range, however pacing was not possible. Due to the condition of the patient and the pacing indication, the physician preferred to maintain the lead instead of replacing it.

Event description:
During the replacement of the subject pacemaker, the physician realized that the screwdriver had no metallic contact with the atrial set screw, as if it was not there. However, the atrial lead was firmly connected to the can. After a lot of effort, the user started to break the header of the pacemaker so that the atrial lead could be released. He then had to cut the distal part of the metallic pin of the lead, so that the lead could be released from the connector port. When placed in a new pacemaker, impedances and sensing were within normal range, however pacing was not possible. Due to the condition of the patient and the pacing indication, the physician preferred to maintain the lead instead of replacing it.